Event description:
It was reported that during a da vinci-assisted general gastric bypass surgical procedure, staples were missing from the staple line after a white sureform 60 reload was fired with a sureform 60 stapler instrument. Intuitive surgical, inc. (Isi) contacted a nurse at the site and obtained the following information: the event occurred during the 4th or 5th stapler fire while the surgeon was stapling the intestine and dividing the roux limb. The stapler instrument fired, but the staple line was not intact. The surgeon repaired the staple line defect by firing another stapler reload and applying a suture. This firing failure resulted in unplanned tissue removal. The nurse confirmed that there was no issue clamping down, no buttress material used, no system-generated error messages, no crossing of staple lines, and no hard material between the instrument jaws. The tissue was not calcified and exposed to radiation or chemotherapy before the procedure. There was no tissue tension or tissue bunching. The surgeon used a backup sureform 60 stapler instrument to continue the procedure without further issues. The patient is reported to be recovering well with no post-operative complications.

Manufacturer narrative:
Based on the information provided, it is indeterminable as to what caused or contributed to the stapling firing issue. The site confirmed that the white sureform 60 reload associated with this complaint has been discarded and is unavailable for failure analysis. A follow-up MDR will be submitted if any additional information is received. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: the logs show a sureform 60 stapler instrument was installed on the system 11 times and fired 5 reloads (4 blue and 1 white in that order). The instrument failed to engage on 6 installs across the procedure. On installs 1, 2, and 3, there were multiple successful clamp attempts and firing was completed with no pauses for compression. On install 4 there was 1 completed clamp followed by the firing with no pauses for compression. On install 5 (with the white reload) there were two completed clamps and firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps or firing failures logged by this instrument. There were no other stapler related errors in the logs. An isi clinical development engineer (cde) conducted a review of a video clip of the event. Per the cde, in the video a piece of tissue that has been removed from the patient can be seen and is being probed by a user with handheld forceps. There appears to be a small hole that the user is probing and spreading open with the forceps while explaining that when they fired a white stapler reload there were no staples deployed which necessitated doing another stapler fire to move forward with the procedure. The root cause of the customer reported failure mode cannot be determined from the video provided. This complaint is being reported due to the following conclusion: during a da vinci-assisted general gastric bypass surgical procedure, staples were missing from the staple line after a white sureform 60 reload was fired with a sureform 60 stapler instrument.. As a result, the surgeon had to restaple and suture the staple line defect. The stapling issue also resulted in unplanned additional tissue removal. At this time, it is unknown what caused the event to occur.